Event description:
The customer contact reported a kink in the tubing set; subsequently, a decrease in blood pressure was noted. The tubing set was being used to deliver lactated ringer's solution at an unspecified rate. After an unspecified length of time in use, the physician administered spinal anesthesia. It was reported that there was an anticipated decrease in blood pressure; however, the patient's blood pressure decreased to 50/30 mmhg. At this time, it was noted that the tubing set was kinked and no flow of lactated ringer's solution was noted. It was reported that the healthcare professional was "working on" the tubing during the surgical procedure to obtain flow. No medical interventions were required. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.